Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the surgeon states the patient fell and fractured their elbow on the implant side. It was believed to be treated non-operatively, but the surgeon believed because of the fall the patient point-loaded on the poly and it dislocated from the tray. The patient was exposed and the liner was in fact dislocated and located posterior/superior of the humeral tray. There was some wear on the liner and of the tray on the inferior portion likely due to rubbing on the sphere. The glenoid components were intact and left alone. The torque screw and tray were removed with the liner, and replaced with new implants. There was no reported breakage of the device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of disassembly between the humeral liner and the humeral tray leading to subsequent metal-on-metal articulation between components as well as damage to the disassociated liner. The humeral liner and tray disassembly was likely caused by the reported fall the patient sustained on their implant side. However, this cannot be confirmed because the components were not returned for evaluation. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 problem code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10. D10: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-06-42 - glenosphere 42mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-04 - rs glenoid plate r post aug, 8 deg, right. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 531-20-00 - shldr gps rvrs drill kit. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) a10012 - gps implant kit v2.